Event description:
It was reported via repair work order that the side rail could not latch due to damaged spindle bracket weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rail could not latch due to damaged spindle bracket weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Waiting on weld replacement warranty paperwork.

Manufacturer narrative:
The unit was replaced for the customer.